Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of ventricular signals on the atrial channel. Technical services (ts) reviewed device data and observed oversensing and atrial flutter response (afr) which led to inappropriate atrial tacy response (atr) and atrioventricular (av) dissociation. Ts then observed trigger pacing with av dissociation which appeared to be slow ventricular tachycardia (vt). The vt was self-terminated. The av dissociation continued until atr ended and av pacing was delivered. Ts recommended reprogramming options. Ts also discussed turning off tracking preference due to the patient's known oversensing and retrograde. This crt-d remains in service. No adverse patient effects were reported.